Event description:
It was reported that the balloon ruptured. The 100% stenosed target lesion area was located in a moderately tortuous and severely calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use in an endoscopic third ventriculostomy. During the procedure, it was noted that the balloon ruptured at a lower rated burst pressure, upon the first inflation the device was removed, and the procedure was completed with a different device. There were no complications reported and the patient was stable post-procedure.